Manufacturer narrative:
Complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tip of instrument was fractured. There was no patient harm and this did not occur during a surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11 a visual inspection was conducted on the two returned elevators. Both elevators show signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows that both elevators have fractured. The complaint is confirmed on both elevators. A fracture analysis was not conducted as the fracture is indicative of the use of the product as DHR review confirmed that product was conforming prior to being shipped. A determination cannot be made as to what caused the elevators to fracture. Review of the DHR identified no deviations or anomalies. A supplier DHR review was not performed as products have approximate field ages of 1 and 2 years, with an unknown number of uses. Visual inspection shows signs of multiple uses included marking/ scratching on the product surface and there is no indication that a manufacturing deficiency occurred. Harm severity 1/2 non-reportable. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.